Event description:
Caller alleging receiving unconfirmed false positive cocaine on triage 8. Opi was also positive. Caller stated patient was taking morphine and oxycodone but patient denied taking cocaine - no confirmation testing conducted. Caller did not administer test and has no information on technique or control results. Original sample was discarded without retesting. No reported adverse patient sequela. No additional info provided.

Manufacturer narrative:
Testing results showed that all devices tested with dfu donor samples were negative for all analytes as expected. No patient sample was returned for investigation. Unable to rule out sample specific interference as a potential cause for discrepant results. A review of manufacturing batch records for doa lot 332098 show that no discrepant results were observed during final release testing. No relevant ncs were issues for this lot. As of (B)(6) 2014 there are only 4 complaints against doa lot 332098. No product deficiency was established. As there is no indication of a product deficiency, no corrective action is required at this time.